Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod for between 49 and 71 hours. The pod reportedly leaked insulin, causing the adhesive to become wet and loosen. The pod subsequently fell off the infusion site (arm), resulting in cannula dislodgement. As treatment, a new pod was applied.